Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump and bolus history anomaly and also mentioned that they experienced high blood glucose level of 431mg/dl. The customer treated with the insulin pump. The insulin pump's history was reviewed and the customer stated that it only showed data from the day before and not the bolus that they just took. The product will not be returned for analysis.